Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging tactile change and intermittent response issues with the keypad.. The reporter stated the "ok" button became difficult to press and occasionally unresponsive. An issue also occurred where the bolus delivery was cancelled due to the intermittent response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the keypad cover. During testing, the ok and contrast keypad buttons were intermittently unresponsive and required multiple button presses with increased force to engage. The up arrow and down arrow keypad buttons functioned properly. The keypad cover was removed and contamination was found under all key contacts.